Event description:
It was reported that the day after the implantable neurostimulator (ins) was implanted the patient was ¿having problems with it¿ and met with the manufacturing representative and tried reprogramming. The patient stated that a few days later they had it reprogrammed again. On the date of report they determined by x-ray that the leads were ¿not where they were supposed to be¿ and would be calling ¿him¿ to schedule a time to revise the leads. The patient also wanted a replacement carrying case as their dog chewed it up. It was reported that there was >10,000 ohms following a revision of two leads. The manufacturing representative stated that the ins had gotten ¿fluid in the battery¿ and so they changed out the ins. It was noted that they inserted the 0-7 lead into the ins and second lead and closed up without testing impedances again. It was noted that the manufacturing representative was in recovery with the patient and testing leads and found that the 0-7 lead was >40,000 ohms, 8-15 was in normal range of 1400 ohms. The manufacturing representative stated that they ¿lit up all the electrodes and patient could not feel stimulation at 10v.¿ it was noted that they re-tested again at 3v. It was noted that the manufacturing representative was going to suggest ¿going back in¿ to check the system. Additional information was requested but was not available at the date of this report. Refer to manufacturer report # 3004209178-2013-24035.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).